Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) 2016 via angiodynamics sales representative, "a starburst xlie - there was skin burn while the probe was inserted, 8 - 9 cm".

Manufacturer narrative:
The customer's reported complaint description of "a starburst xlie - there was skin burn while the probe was inserted, 8 - 9 cm." Is confirmed based on the photograph provided by the customer. As the reported complaint sample was not returned, angiodynamics is unable to perform a device evaluation. A review of the lot history records was performed for the lot numbers obtained through the shr for the packaging and component lots for any deviations. A device history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Although a definitive root cause could not be determined, this does not appear to be the result of a manufacturing failure. No correction is required since no sample was returned for evaluation and a root cause for this event is inconclusive. (B)(4).